Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic roux-en-y procedure, on first firing, the device was positioned on bowel and fired using white reload. On the second firing, the device was positioned on bowel (also with white reload). Surgeon wanted to reposition device, but could not open or fire device (no cutting or stapling occurred). Surgeon was eventually able to open device but it is unknown how released. The surgeon went back to inspect tissue where first firing had been completed and noted staples had not ¿bent.¿ surgeon had not fired on any existing staple lines on first firing or on second attempted firing. Device had been rinsed between first firing and second attempted firing. No noises were noted while firing device on first or second attempted firing. A new device of same product code was opened and used to resect bowel near first staple line (approximately 1¿ of additional tissue resected). There were no patient consequences.